Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient went to the hospital because he received inappropriate shocks. Several non-sustained tachycardia episodes were detected and the doctor suspected a lead fracture. The lead was replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "ok".